Manufacturer narrative:
G.2 revised as study selection was missing from previously submitted manufacturer device report number 1220648-2025-25817.

Manufacturer narrative:
The investigation for the limb ischemia, hemolysis, and positioning has been completed. Data log was reviewed and suctions occurred followed by impella position in aorta alarms at the date hemolysis issue reported, but looks hematuria was observed pre-occurring positioning alarms. The cause of the hemolysis issue could not be determined since the complaint device was not returned for analysis and insufficient clinical details were provided. The cause of the positioning issue could not be determined due to insufficient clinical data. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. H.6 component code 3038 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25817 and was added.

Event description:
The us complainant had a cp pump placed to support a patient admitted in with st elevated myocardial infarction. The pump had supported for under a day when explanted. Abiomed¿s long-term outcome and quality indicator (loqi) impella registry database later reported upon hemolysis and pump losing left ventricle positioning. The loqi puts allegation of relationship as definite. Later the loqi reported upon limb ischemia which was of a definite relationship. The foot was dusky and the limb was cold. The patient survived.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿